Event description:
Drive medical has received a complaint from the pt's son about an incident involving a rollator, allegedly distributed by the drive medical. It is alleged that the pt went to sit on the rollator when a front wheel broke off causing her to fall and hit her head. She was taken to the hospital and allegedly received five (5) staples. According to our phone conversation with the pt's son on (B)(6) 2012, his mother was fine and getting back to normal. This MDR report is based on the pt complaint.